Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the setscrew initially engaged the right ventricular (rv) lead with the torque wrench. The physician then loosened the setscrew to reposition the lead. After inserting the rv lead back into the header, the physician could not engage the wrench into the setscrew. Many attempts were made using the wrench and also a new wrench kit. The wrench did fit the atrial and left ventricular ports, but would not go onto the rv setscrew. The setscrew was unscrewed further, but it could not be engaged to remove it to try a new setscrew. The device was not implanted and a new one was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.